Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the unit could not recognize that there was no paper. There was no patient involvement during this event.